Event description:
This complaint is from a literature source. The following literature cite has been reviewed: tabori-jensen s, frølich c, hansen tb, bøvling s, homilius m, stilling m. Higher uhmwpe wear-rate in cementless compared with cemented cups with the saturne dual-mobility acetabular system. Hip int. 2018 mar;28(2):125-132. Doi: 10.1177/1120700018768615. Pmid: 29890909. Objective and methods: authors sought to support that dual mobility (dm) total hip arthroplasty (tha) may reduce dislocation risk, while evaluating a possible increased risk of high polyethylene (pe) wear due to there being double wearing surfaces. 129 hips, having received tha after displaced femoral neck fracture (fnf) between 2005 and 2011, were seen for a cross-sectional clinical follow-up. Acetabular components were competitor brand dm cups with 28mm chrome-cobalt heads in uhmwpe (ultra high molecular weight polyethylene liner). The dm cup was available in cemented and cementless versions. Cementless cups were hydroxyapatite coated. Cemented products used competitor cement. Competitor femoral stems were paired with all cemented dm cups (90 cases). Depuy corail femoral stems were paired with ingrowth competitor dm cups in 34 cases, and competitor stems used in the 5 other instances. Radiographs were obtained for analysis of cup placement, 2d polyethylene wear and wear-rate, and further radiological evaluation. Activity measurements included timed up and go test (tug) and walking distance from harris hip score (hhs). Results: at a mean follow-up of 2.83 years the mean bearing wear was 0.82 mm, and the bearing wear-rate was 0.37 mm. Bearing wear-rate of 0.43 mm/year in cementless cups was higher than the 0.30 mm/year in cemented cups. Mean patient age at time of surgery was 75.1 years (range 30-95). There was no correlation between age at time of surgery and wear. There was no correlation between cup inclination and wear-rate. Conclusions: at short term follow-up, the mean wear-rate in old and low demand patients was high, correlated to activity, and was above the generally accepted osteolysis threshold for polyethylene wear of 0.1 mm/yr. Cementless ha-coated cups had a higher wear-rate than cemented cups. There was no difference in radiolucent lines (rll) between cemented and cementless cups. The cemented stems had significantly more rll than the cementless stems in gruen zone 2 and 5-7. Also, cemented stems subsided more than cementless stems . They found no correlation between postoperative stem cementation quality and the occurrence of rll in cemented stems. There was no difference in stem position (valgus/varus/neutral) between cemented and cementless stems. 11 femoral stems (specific manufacturers not specified) experienced radiolucent lines over follow-up period. Complications identified: 1 case: hemiplegic patient sustained a fall 17 days after surgery and had a single hip dislocation, which was treated by closed reduction. Stem/head manufacturer was not identified. 1 case: patient with a cemented cup had aseptic loosening at 5 years follow-up and underwent cup-revision with a good result. 1 case: patient had stem revision because of a fall related stem fracture 58 days after primary surgery. Stem manufacturer was not identified. 1 case: at 4.2 years follow-up, 1 patient had severe stem subsidence of 30 mm, but had no pain or complaint and never underwent additional operation. Stem manufacturer was not identified. 1 case: 1 patient with a lesser trochanter avulsion after a fall was treated conservatively, no surgical intervention.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.